Event description:
It was reported that during the field service visit the manufacturer service technician found that the power cord had burned spots on the connector end where it attaches to the power switch. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The technician replaced the power cord and returned the unit to service.